Event description:
The customer reported a general concern of pump channel disconnects when he gently pushes the pump during infusions. A "detached" message is displayed, he has to shut down the device, and then restart the infusion. The customer is concerned that these disconnects may be related to iui issues on the pumps. There were no reports of delayed infusions and/or patient harm.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.